Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the proximal row 8 lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged distal side which gave a reading and is within the specification. Based on the complaint report and the analysis performed, the damage may have occurred during attempts to cross a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mm in length target lesion was located in the severely tortuous, severely calcified, and 4.0mm in diameter left circumflex artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent structure was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mm in length target lesion was located in the severely tortuous, severely calcified, and 4.0mm in diameter left circumflex artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent structure was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.